Manufacturer narrative:
The reported issue of impedance issues was confirmed. As received, microscopic inspection revealed all the wires were found fractured. The damage is consistent with the overstress conditions or sudden event the lead extension was subjected that would cause the impedance issue as reported while in vivo.

Event description:
Additional information indicates the extension was replaced which resolved this issue. It is unknown which extension is liable therefore both are being reported.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference # 1627487-2020-31015, 1627487-2020-31012 & 1627487-2020-31013. It was reported the patient experienced impedance issues. As a result, the patient may undergo surgical intervention on a later date.